Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: snaring of separated guide wire. Device issue: guide wire separation. It was reported that the procedure involved bifurcated stenting. It was difficult to place the guiding catheter. After stenting, the bmw guide wire became trapped. While removing the guide wire from the pt, the tip broke and had to be retrieved by a snare. No additional event or pt info is available.